Event description:
Customer stated a set was received without a note or indication of an issue. Initial inspection of the returned product showed the male luer on the secondary set was broken and a piece of plastic was lodged inside the accompanying maxplus clear valve. There was no harm to the patient or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The device has been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.